Manufacturer narrative:
Describe event or problem - updated. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The target lesion being treated was located in the distal right coronary artery (rca). The lesion was 100% stenosed, 2.6mm in diameter and 10mm long. The lesion was treated with direct stent placement of a 2.5x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 3 days later on aspirin and prasugrel. In march 2011, the patient was admitted with chest pain and was noted to have 100% in-stent restenosis in the distal rca. Angiography without revascularization was performed. The patient was given medication.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the event of chest pain resolved with residual effects 5 days later.